Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, distal femur fx, while hand tightening 5.0 locking screw tip of screw driver broke into several small pieces. Being very small, surgeon decided to leave them in patient rather than open further.